Event description:
It was reported to boston scientific corp that a resolution clip device was being unpacked to place in stock for later use (no pt involvement). According to the complainant, the clipping device was found to be broken in half when they unpacked it.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).